Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event. When the surgeon used clip and energy device to seal and cut the vessel to remove the reload, was the device locked on tissue and could not be opened?

Event description:
It was reported that during an unknown procedure, the staple was stuck on the device, and couldn¿t be fired. Surgeon used clip and energy device to seal and cut the vessel to remove the reload. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested and received: can you please clarify the event? When the surgeon used clip and energy device to seal and cut the vessel to remove the vasecr3 reload, was the device locked on tissue and could not be opened? No. Just the stapler cannot be fired out. Please be updated that the surgeon used other devices to remove staples, previously applied on the tissue, not the reload. The first fire was fine but it jammed at the 2nd or 3rd fire. There was no reload or stapler stuck on patient¿s tissue.